Event description:
The consumer reported that the patient&#38112;implantable neurostimulator (ins) was floating around in the pocket after their weight loss in july 2012 and it caused nausea and vomiting. The patient already saw their hcp regarding the issue and was recalibrated and was fine since. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.